Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high ventricular rate episodes were observed on the right ventricular (rv) lead due to oversensing and noise. The high ventricular rate episodes resulted in pacing inhibition. The rv lead was capped and replaced to resolve the event. The patient was pacemaker dependent but suffered no adverse consequences due to the event.